Event description:
The caller reported that the pt was recently hospitalized. According to the caller, the pt's doctor and certified nurse educator believed a faulty piston rod was the cause of the pt being hospitalized. Many phone calls were made to try and contact the pt directly to gather more info about the event, but the pt was unable to be reached. The pt's roomate did state that the pt has been having problems controlling her diabetes due to a transplant, but was not at liberty to further discuss her health conditions. The pt's blood glucose did elevate, but a value was not provided. Due to not being able to reach the pt, the product will not be returned for evaluation. If contact with the pt occurs, the product will be requested to be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.